Event description:
The customer reported via phone call that they were admitted to hospital due to high blood glucose on (B)(6) 2022. The blood glucose level was above 500 mg/dl. The customer's current blood glucose unknown mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. No further complications were reported. Troubleshooting was performed. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.